Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented to the electrophysiology lab for a right ventricular lead revision. Lead exhibited noise that was reproducible with isometrics. The trends were stable except for increase in capture threshold. The lead was capped and replaced on (B)(6) 2019. Patient was stable.